Event description:
The company was made aware that the patient's device was explanted. Advanced bionics is in the process of gathering add'l info and will submit a supplemental report once new info is obtained.